Event description:
It was reported there was an unplanned vitrectomy. We were told the patient was fully recovered. We learned through follow up the unplanned vitrectomy was due to chamber instability. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: does not apply as the system is not an implantable device. Section d6b - explant date: does not apply as the system is not an implantable device. Section e1 - telephone number: (B)(6). Section h6: health effect-clinical code ¿ 4581 for anterior chamber collapse. Device evaluation: an equipment specialist visited site and adjusted phaco settings slightly and surgeon is more confident with the device. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected information: the manufacturing date submitted on the 18th november 2023 under report 3012236936-2023-02893 was inadvertently incorrect. The correct manufacturing date is the 17th august 2022. Section h4 - device manufacture date: 17th august 2022 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.